Event description:
The patient presented with a subarachnoid hemorrhage (sah) and vasospasm due to a ruptured basilar tip aneurysm, the aneurysm neck incorporated the origin of the left posterior cerebral artery (pca). A balloon catheter was used to perform angioplasty in the stenotic region with no appreciable change in the caliber of the stenosis. The balloon catheter was then used to assist in the coil embolization of the ruptured aneurysm. Angiography taken after the placement of seven coils noted residual filling in the outpouching near the base of the aneurysm. The catheter was repositioned and two additional coils were placed in this region. Control angiography, revealed a filling defect at the base of the aneurysm and origin of the left pca. A 10mg of reopro was administered intrarterially for thrombolysis. Angiography taken fifteen minutes later demonstrated the interval progression of the thrombus. A further 10 mg of reopro was administered intrarterially. Angiography fifteen minutes later demonstrated improvement in the thrombus. Final angiography revealed the essential resolution of the thrombus and all vessels remained in patent. The procedure was completed and there were no clinical consequences to the patient due to the thrombus. The patient was discharged fifteen days post procedure.

Manufacturer narrative:
Other, for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility. The patient present with a vasospasm that the physician related to the presenting sah. Prior to the coiling procedure, the physician administered 3mg verapamil and a further 4mg after the second bolus of reopro was administered. There was no thrombus present prior to the procedure due to the ruptured aneurysm. The thrombus did resolve the same day with no residual effects. There was no anomalies noted to the coils during preparation and continuous flush was maintained. The patient was maintained on an approximate activated clotting time of twice baseline during the procedure. The physician related the thrombus to the coil mass.